Event description:
Defective air sensor. Device history record was reviewed, no event linked to the reported issue was observed. Several "set/air installation" alarm were found during the device log review which confirms the reported event. The device was received in lake zurich and its investigation was performed by our local technical team. During testing the ""air in line, check set installation"" alarm was confirmed when loading IV set. The event was reproduced. As per technical manual, the air in line sensor was replaced and sent to brézins for further investigation. After a visual check the air sensor was mounted in our volumat test device. Air detection tests were carried out and results were found out of specifications. The reported event was confirmed. A CAPA related to ""out of specification"" air sensor has been opened in march 2018 and is still in progress. Note : some oxydation on the air sensor ceramics was noticed but this is mostly due to a natural oxidation of the silver part of the sensor. This is observed on the opposite side of the electrode which therefore does not affect the functionality of the sensor. Also some samples related to customer complaints have been sent to our ceramic supplier and it was confirmed that the oxydation has no fuctional impact on the electrode.

Event description:
Defective air sensor.